Event description:
A patient was receiving therapy through an omni-flow device. IV pumps on patients are checked hourly. At 3:00 p.m. The device in question was operating normally. At the 4:00 check, the language on the screen had changed. A second change happened as well, either the rate changed or the unit of measure changed, they're unsure as to which occurred, but the numbers listed on the pump screen were different at the 4:00 check. At this point the pump was cycled off/on. They were asked if they'd like to save changes, "no" was selected. Upon turning the pump on, it was back to working in english. The rates were then re-programmed and therapy resumed.